Manufacturer narrative:
Save-to-disk file received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high impedance and high threshold measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert, and a bipolar lead impedance warning for the right ventricular (rv) lead. The rv defibrillator coil exhibited a pacing spike and there was oversensing on the lead; a lead fracture was suspected. Subsequently, the lead was programmed off. No patient complications have been reported as a result of this event.